Event description:
A device malfunction was identified that, upon reoccurrence, may necessitate medical intervention and/or result in an extended surgical delay.

Manufacturer narrative:
Corrected data: device manufacture date, date of event.